Event description:
It was reported that balloon rupture occurred. A 9.0mmx40mmx135cm (5f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.